Event description:
The customer claims that the zippers are missing on the front panel of the canopy. There was no pt incident or injury reported. Inspection of the returned product found that on panel a the window zipper slider body is open.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately low compared to another device. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2010 and obtained the following information. The patient reported that on (B)(6) 2010 at 11:00am she obtained blood glucose readings of "207 mg/dl" with the subject meter and "271 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. On an unspecified date/time, prior to the meter to lab comparison, the patient claimed she had developed symptoms of a headache and blurry vision intermittently. The patient did not recall what blood glucose readings she was obtaining with the subject meter prior to or at the time the symptoms started. The patient claimed the symptoms would abate after she self administered a correction bolus. At the time of troubleshooting, the customer care advocate confirmed that the test strips were in good condition and that the test strip vial was not cracked or broken. Replacement products were sent to the patient. Although the patient developed symptoms suggestive of hyperglycemia, there is no indication that the subject meter caused or contributed to this serious injury. The patient developed the symptoms prior to when the alleged issue began. In addition, the symptoms correlated with the result obtained with the lfs meter. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/22/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The 510k # is k073231. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.